Manufacturer narrative:
Unit received with intermittent esc, act, express bolus and up arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were very difficult to press. Customer's blood glucose was 157 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.